Event description:
A user facility clinical manager reported that an external dialyzer blood leak was discovered on the back of the dialyzer at the end of a patient¿s hemodialysis (hd) treatment. The machine, a fresenius 2008t machine, did not alarm, but was not expected to. Fresenius bloodlines were also in use. The leak was noted to be coming from the top of the dialyzer on the arterial end. The patient¿s estimated blood loss (ebl) was approximately 1ml. There was no patient injury or medical intervention required as a result of this event. The patient had already completed treatment when the leak was noticed. The complaint device was reported to be available to be returned to the manufacturer for evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility clinical manager reported that an external dialyzer blood leak was discovered on the back of the dialyzer at the end of a patient¿s hemodialysis (hd) treatment. The machine, a fresenius 2008t machine, did not alarm, but was not expected to. Fresenius bloodlines were also in use. The leak was noted to be coming from the top of the dialyzer on the arterial end. The patient¿s estimated blood loss (ebl) was approximately 1ml. There was no patient injury or medical intervention required as a result of this event. The patient had already completed treatment when the leak was noticed. The complaint device was reported to be available to be returned to the manufacturer for evaluation.

Manufacturer narrative:
Plant investigation: the complaint device was returned to the manufacturer for physical evaluation. During visual examination a polyethylene (pe) sliver was found on the cavity ID end, at approximately 10°, with the ports positioned at 0°. The pe sliver extended under the o-ring. No other damage or irregularities were noted on the returned sample. Although there was blood noted within the threads of both header caps, only the cavity ID end had a failure. As the blood leak was external, the blood may enter the threads of the non-leaking header cap from the outside. The sample was not subjected to a laboratory leak test as a delamination is known to affect the integrity of the dialyzer and cause a leak. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There was one approved temporary deviation notice (dn) reported on the lot which was unrelated to the complaint event. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. The investigation into the complaint was able to confirm the reported event. Continuous improvement is of the utmost importance to fresenius medical care as we strive to provide dialysis products of the highest quality to our patients. Reports of leaking product are investigated both individually as complaints, as well as via the nc/CAPA program, in order to assess and improve our products and processes. Capas for vision systems and blood leak reduction are recent examples of leak related investigations directed at an overall reduction in dialyzer leaks.